Event description:
The customer reported that after processing, the tissue samples had been sub-optimally processed. Two pts required re-biopsy, because the specimens could not be diagnosed.

Manufacturer narrative:
An investigation of the event is currently underway and the conclusion from the investigation will be submitted in a follow-up report.